Event description:
Health professional reported the explant of a lap-band port due to a leak, first noticed after an adjustment fill was performed and the physician noted a loss of fluid. The port was explanted and replaced.

Manufacturer narrative:
(B)(4). Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."